Manufacturer narrative:
An outside of united states (ous) customer reported an incorrect barcode reading from the atellica sample handler prime instrument. The front camera has been replaced. Siemens is investigating the issue.

Event description:
A customer reported a false barcode reading on their atellica sample handler prime. The customer stated that the tube was first read with sample ID (sid) (B)(6). The barcode was checked again at the end of the process and was sent to the rack with a barcode error. The customer stated that the barcode error with sid (B)(6) (urine tube) was read as sid (B)(6) (serum tube). Additionally, the customer noticed the potassium result was associated to the incorrect sid and did not report the result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00224 on 11aug2022. Additional information (31aug2022): an outside of united states (ous) customer reported an incorrect barcode reading from the atellica sample handler prime instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the front camera, cleaned the left and right cameras, and cleaned the reflective plate. The cse completed post-camera replacement alignment and identification procedures as well. It was found that the sample barcodes from this site have been shown to have poor barcode print quality and that the customer was utilizing an improper barcode type. The barcode type used is not recommended per laboratory guidelines and is not approved for use with the atellica solution (ats) per the siemens site survey. Siemens concluded that the potential cause for the barcode discrepancies is the poor print quality of the barcodes and usage the improper barcode type. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.